Event description:
The customer reported the system displayed pre-charge voltage error. No report of customer injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack assy was replaced. The system was tested and found to be working as intended, and put back into service.